Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead suture sleeve constantly moved and could not be pulled back. Another suture sleeve was attached to the lead. The lead remained implanted. The patient was in stable condition.